Event description:
It was reported that after adding the medication to the nebulizer cup, the device began to produce bubbling but failed to generate the expected output. The nebulizer continued bubbling without delivering the medication as intended.

Manufacturer narrative:
It was reported that after adding the medication to the nebulizer cup, the device began to produce bubbling but failed to generate the expected output. The nebulizer continued bubbling without delivering the medication as intended. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.